Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that drawer 1.1 was not responding to the system. The engineer powered down the station for five minutes and reseated all cables in the drawer board controller and pyximodule controller. A hardware function test was successfully completed, and the pharmacy was able to access the drawer with no further issues. Preventative inspections were performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 and 2.2 was failed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.